Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the reported lot. Pr (B)(4) relates to dislocation for the same device/patient, therefore no further trending is required for this commonality. Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the adm/mdm insert and the mdm liner. The patient was revised to a trident constrained insert with a new ceramic c-taper femoral head and adapter sleeve. There are no allegations against the revised head or adapter sleeve. No rep was present for the procedure and no further information will be released by the hospital or surgeon.